Event description:
A pt's child reported that since cataract surgery, the pt has experienced increased tearing, photophobia, and glare from overhead lights and light entering from an angle. Add'l info was provided by the surgeon that stated the pt underwent uncomplicated cataract surgery (phacoemulsification, clear cornea-temporal incision, 1 suture, no capsular rupture). Best va prior to event was 20/200, and current va is 20/30 (with correction).